Event description:
The patient contacted animas on (B)(6) 2011 alleging that her blood glucose levels started to run high. She said she underwent thyroid surgery on (B)(6) and her blood glucose levels started to be elevated. Since the surgery her blood glucose levels have been 300-600 mg/dl. She has not had any symptoms nor has she checked for ketones. She said she has been taking injections from her insulin pen and that does not bring her blood glucose levels down either. She has started synthroid as thyroid replacement therapy. The patient said she did have a few air bubbles in the cartridge and fills the cartridge with cold insulin. Although the patient had a health condition that could have affected her blood glucose levels, this complaint is being reported as the patient used cold insulin with her insulin pump cartridge, which could affect insulin delivery

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal delivery recorded was on (B)(4) 2013 with delivery not resumed due to multiple call ¿not primed¿ and ¿replace battery¿ alarms. Data from the date of the alleged event was overwritten due to continued patient use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. On testing, the pump powered on to the ¿verify¿ screen. A rewind, load and prime sequence was attempted and the pump failed to detect the cartridge during the first load attempt. The pump was opened for investigation and revealed moisture corrosion on the power circuit, the force sensor assembly and the printed circuit board. Due to this damage, adequate investigation of the reported ¿high ¿ blood glucose reading was not possible.